Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Device interrogation showed that the patient's right ventricular (rv) lead exhibited noise oversensing. No intervention was performed but the patient will continue to be monitored. Patient had no consequences.